Event description:
It was reported that the pump turned on, but the display remained black rendering it unreadable and unresponsive. There was no reported impact on the customer's blood glucose level. A replacement pump was sent.